Event description:
Prior to use an issue associated to the packaging of two screwdriver accessories, not marketed in the us, was identified by the physician. Both accessory kits were from the same lot number. The inner and outer tyvek layers of the product stuck together during opening of the device. Both products were not used and returned for analysis.

Manufacturer narrative:
On 02/26/2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated (B)(4) 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis identified that the issue in this case associated to a deformed inner blister, which caused the outer layer of tyvek to become in contact with the inner layer during the sealing process of the outer blister.